Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump received motor error alarm and motor position encoder error. Customer stated that they are unable to describe the possible damage to the drive support cap. Customer stated the insulin pump was exposed to magnetic resonance image. Customer stated that insulin pump was not working now. Customer stated that she had a low blood glucose but she was comfortable to continue to troubleshooting. Customer already had a coca cola for her low blood sugar. The device will be returned for analysis.

Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms noted. The information about blood glucose value was not included with initial report. The complete information has been included with this report.

Event description:
The customer's blood glucose value was 47 mg/dl.